Manufacturer narrative:
The device was received for evaluation. During functional testing, a white screen was observed as a damaged screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged liquid crystal display (lcd). The lcd requires replacement to address this issue. A damaged display may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.